Event description:
Horrible itchy rash; dexcom has changed the adhesive holding the g6 sensor/ transmitter onto the skin, without advanced warning to patients. Only found out via blogs and asking on-line support. Itching is so bad that forces me to remove sensor early. Pronounced red rash can be seen after sensor removal. Tried several alternatives, but have not yet found one that reduces the itching for me. I'm a little fed up that dexcom is forcing its consumers to come up with a solution. FDA safety report ID # (B)(4).